Event description:
Pt went to hosp for a bronchoscopy in the afternoon. Everything went fine so they thought. By 10:00 the next morning pt has to call 911 because pt couldn't breathe. Pt spent the next 27 days in the hosp. Drs didn't know for sure what was wrong except it was some kind of infection. They even called in an infectious control dr. Nobody will tell spouse anything about those 27 days. They ask if there is any way this could have happened because of the recalled product.

Event description:
Add'l info received from MFR 7/26/02: per the discussion of an olympus rep, with rep from reporting systems monitoring branch of the FDA, the complaint will not be submitted as an MDR. Due to the significant amount of undisclosed, i.e., redacted info in the complaint, olympus is unable to determine if the info reasonably suggests that the olympus device caused or contributed to a death or serious injury.